Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type : implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient's implantable neurostimulator (ins) was underneath her butt bone and every time she sat or moved, it would hit the bone back there and send sharp pains up her spine. The patient had these problemssince implant and she told her doctor when she went in for her check-up. The ins was moved lower down in (B)(6). It was later reported that the location of the neurostimulator was causing discomfort when lying. Physical examination was performed. The patient stimulator and the lead were repositioned with improvement. The cause of the event was determined as related to device. It was noted that the patient recovered without permanent impairment. The patient later reported that the lead wire sticking out was on (B)(6) 2014 . The patient mention the device was relocated (B)(6) 2014. The scar was very large and sloppy from the (B)(6) 2014 relocate of ins. It was noted that (B)(6) 2014 trial was done. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.